Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) of ngap3099 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (ngap3099) have been reported from (B)(4). Device discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that during the placement procedure, water leakage was found from the inflation valve. No patient injury was reported.